Event description:
It was reported to hill-rom that the head section of the bed would not raise up or down. The hill-rom service technician inspected the bed and determined that the CPR lever was stuck open. The technician adjusted the lever which returned function to the head section of the bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.